Event description:
It was reported by the customer that their insulin pump was alarming and upon inquiring further, it was discovered that he had been hospitalized for high blood glucose levels. Blood glucose level was 400 mg/dl at time of hospitalization and was due to consuming too much alcohol. Customer was advised to disconnect from pump. During troubleshooting, customer was asked to check condition of the drive support cap on the device and found it be flush. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 160 mg/dl at time of reporting. Noting further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).